Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding sureform 60 stapler jaws not opening was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler jaws would not open after the staple load was inserted. The device was not used on the patient as it would not open. The device was swapped out before use. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.